Manufacturer narrative:
Complaint received on (B)(6) 2018. Complaint, as reported, was of a hose gas leak that did not impact the procedure or the patient. MDR assessment determined no MDR required. Once probe was returned and evaluated, shaft frosting was found. MDR reportability determination changed on (B)(6) 2018 once shaft frosting identified.

Event description:
About 1.5 feet of tubing most proximal to the handle of the pcs-17rs probe froze to the point of being rigid and immovable. Probe passed the pre-test and the issue became noticeable during the sustained freezing portion of the first freezing cycle. Doctor noted that the tubing was more frozen than normal and found that he could not move the tubing. Doctor also noted a slight hissing sound a few inches away from probe handle that would go away when he compressed it with his fingers. Probe functionality was not affected, as the temperature and shape of the isotherm did not change. The procedure was completed as normal and the patient was not harmed. Suspected issue to be a break in the probe gas return system.